Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the cpu and attached pump module failed to alarm for air in line. Tested with a different tube set and it still did not alarm for air. Rebooted pump after checking the error log and tested again and it caught the air in line after reboot. There was patient involvement however patient impact is unknown.

Event description:
It was reported that the pump failed to alarm for air in line when the clinician was able to observe air in the tubing. The issue was noticed before the air made it to the patient. Following the event, the pump was tested was an artificially introduced air bubble and failed to alarm. The pump was rebooted, and the pump was tested again and alarmed as expected. There was patient involvement but no harm.

Manufacturer narrative:
Correction : describe event or problem, medical device serial # annex b : b21. Annex c : c21. Annex d : d16. Annex a : a23. Annex g : g0200802. Annex b : b01, b14. Annex c : c23. Annex d : d11. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.